Event description:
Initial rptr indicated the pt was experiencing hiccups. Reported "either related to vns stimulation or placement of electrodes. They still have the hiccups with the vns off. Programming changes did not resolve the event." It is planned to explant the vns for the ineffect, hiccups and coughing. Diagnostics were within normal limits ruling out a device malfunction. The device will not be returned to the MFR.

Manufacturer narrative:
Conclusion: a serious injury was reported that did not cause a death, no malfunction is suspected.